Manufacturer narrative:
Bayer case number: (B)(4) fragments of essure implants left in place in the uterus and horn) [device breakage] cc [muscular pains] . Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("fragments of essure implants left in place in the uterus and horn)") in a 59-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criterion intervention required) and myalgia ("cc"). The patient was treated with surgery (salpingectomy in (B)(6) 2024 & laparoscopic hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and myalgia to be related to essure administration. The reporter commented: a 59-year-old female patient who underwent a laparoscopic hysterectomy for complete removal of essure implants (placed in 2010, history of laparoscopic salpingectomy in (B)(6) 2024 with fragments of essure implants left in place in the uterus and horn. Clinical outcome: the reason for removal was the presence of adverse events (ae): muscular pains I would like to inform you that health authority declaration was made on (B)(6) 2025. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2025: upon receipt of new follow up it was noted that argus (B)(4) duplicate of each other, therefore argus (B)(4) needs to nullify from argus database, all source documents, events (device breakage & myalgia), references, reporters & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Fragments of essure implants left in place in the uterus and horn) [device breakage]. Muscular pains [muscular pains]. Case narrative: this spontaneous case was reported by a healthcare professional and describes the occurrence of device breakage ("fragments of essure implants left in place in the uterus and horn)") in a 59 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date, she experienced device breakage (seriousness criterion intervention required) and myalgia ("muscular pains"). The patient was treated with surgery (salpingectomy in (B)(6) 2024 & laparoscopic hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and myalgia to be related to essure administration. The reporter commented: a 59-year-old female patient who underwent a laparoscopic hysterectomy for complete removal of essure implants (placed in 2010, history of laparoscopic salpingectomy in (B)(6) 2024 with fragments of essure implants left in place in the uterus and horn. Clinical outcome: the reason for removal was the presence of adverse events (ae): muscular pains. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.